Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on the continuous glucose monitor. A correction bolus via the pump and a manual insulin injection was administered to address bg level. Tandem technical support performed a pump system check and it was reported that insulin was not being delivered from the cartridge. Reportedly, the cartridge was changed to address the issue recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the data points were missing from the continuous glucose monitor graph. As well as, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a damaged pin issue was identified.